Event description:
This report summarizes 12 malfunction events in which the device reportedly had an incorrect measurement. - 11 events had patient involvement; no patient impact. - 1 event led to a prolonged surgery.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 12 previously reported events are included in this follow-up record. Product return status 3 devices were not available for evaluation. 9 devices were evaluated using data provided by the user or a third party.

Event description:
This report summarizes 12 malfunction events in which the device reportedly had an incorrect measurement. - 12 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 12 events were reported for this quarter. Product return status 2 devices were evaluated using data provided by the user or a third party. 10 device investigation types have not yet been determined. Additional information 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.